Manufacturer narrative:
No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced on 27 march 2017 to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a procedure, the navigation system became unresponsive when attempting to load patient exams through cd and universal serial bus (usb). Restarting the navigation system resolved the reported issue. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.